Event description:
It was reported that the patient has chronic atrial fibrillation (af). The patient loses consciousness when in af. The patient broke their neck when losing consciousness, and has lost consciousness five times since. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2011. (B)(4).